Event description:
The mesh was rejected by the patient. About 8 weeks post opp there were spots of continuous scabbing without any healing. When they explored more, 1cm x 2cm with two holes (no screws) of the delta mesh came out.

Manufacturer narrative:
Investigation in progress, but not yet complete.